Event description:
Device 5 of 7. Reference MFR reports: 1627487-2013-19293, 19294, 19295, 19296, 19287 and 19588. Note: device 5 and 6 were added to address the extensions and device 7 was added to address the ipg.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.